Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (belt communication issues) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's j1001 connector in the belt receptacle had come loose, preventing monitor/belt communication. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.